Event description:
On 13 may 06, the caller got a reading of "hi" from her adc device. She took 5 units of novolog, which is half of what she would usually take. The caller lost consciousness and was later revived by the paramedics. She was treated with fast acting glucose.